Manufacturer narrative:
Description of event: on 5/11/1998, dr. Implanted 27 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-501). On 5/31/1998, dr. Explanted this valve due to thrombus formation. Per rn, the pt "did not take" anticoagulant medication postoperatively. There was no complaint with valve function. Pt was reported as critical/unstable on 6/3/1998. Results of investigation: explanted valve was received in st. Jude medical heart valve div fer analysis lab on st. Jude medical product return kit, submerged in liquid solution. Sewing cuff was grayish-brown in color, and contained several cuts and sutures. Both leaflets were stuck in almost completely closed position due to large amounts of dark, grayish tissue on both sides of the valve, and particularly in recessed pivot areas. Outflow rim of orifice was completely covered with this tissue. Two large masses of similar tissue were returned floating freefly in liquid solution. Valve was chemically sterilized and sent to facility for x-ray to evaluate rotation mechanism. Rotation mechanism exhibited no abnormalities. Rotation mechanism was then tested using chatillon digital torque gauge. Per the device specification for st. Jude medical mechanical heart valve sjm masters series, both clockwise and counterclockwise torque values were not within mfg specifications. This was most likely due to fact that this valve was covered in copious amount of previously mentioned tissue, which resulted in sewing cuff adheringg to underlying rotation mechanism and carbon orifice, as well as the components of rotation mechanism adhering to each other, rendering valve difficult to rotate. Valve was then forwarded to second dr., and independent pathologist at st. Paul heart & lung center, or gross morphological examination. Second dr. Stated that at time of his examination, majority of freely floating tissue appeared to be blood clots with whitish to yellowish areas of fibrin, which formed due to layering of clots. However, this materail was microscopically identified as nonspecific blood coagulum with layered, intact red and white blood cells. Floating material was determined to not be a true thrombus, and gram stain was negative. Leaflets were fixed in mostly closed position due to large amount of thrombotic depostion, and orifice was almost completely obstructed by this irregular thrombotic mass. Maximum thickness of thrombotic material attached to valve was approximately 0.6cm. Portions of this thrombotic material exhibited in vivo, recent blood coagulum without organization or inflammatory response. Other portions of this thrombotic material were layered fibrin thrombus without organization or inflammatory response. Gram stains of these thrombotic samples were negative. Second dr. Concluded that this thrombotic material was acute, or relatively recent, fibrinous thrombus that created significant obstruction of valve orifice and immobilization of leaflets.

Event description:
The valve was explanted due to thrombus formation. The pt's anticoagulant was not adequate. There was no complaint with the valve function.